Manufacturer narrative:
Reported event of clip difficult to release from the catheter. (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the clip grasped and locked onto tissue; however, the clip failed to release from the catheter. After "jiggling" the device in an attempt to deploy the clip, the clip finally released from the catheter and the procedure was completed at this time. There were no reported complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.